Event description:
Info received indicates the blower motor is on and will not stop due to fluid ingress "blood" onto the back plane board of the air manifold assembly.

Manufacturer narrative:
The technician replaced the air manifolds back plane board to repair the bed.